Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not fully charge and it had to be frequently charged. The patient underwent a revision procedure wherein the ipg was replaced and will be returned.

Event description:
It was reported that the patients ipg would not fully charge and it had to be frequently charged. The patient underwent a revision procedure wherein the ipg was replaced and will be returned.

Manufacturer narrative:
The returned ipg (sc-1160: (B)(6)) was analyzed, passed all tests performed, and exhibited normal device characteristics.